Event description:
It was reported that the patient's blood glucose level (bg) rose into the low 400s mg/dl while wearing the pod between 4 and 24 hours at the infusion site (back). The pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, about 56 units of insulin was administered, and the pod was changed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.